Event description:
Reportedly, during testing, an o2 sensor error occurred. Calibration of the oxygen sensor did not resolve this issue. Upon replacing the sensor, the unit worked normally. There was no pt involvement reported.